Manufacturer narrative:
Correction to investigation conclusion: no damage or defects were observed that would contribute to the reported communication error. The exact cause of the reported communication error could not be determined. The download data showed the pod generated an 0x40 hazard alarm, indicating rotational sensor maximum open count exceeded. At the end of the data a failure of the rotational sensor to transition was observed. The investigation found a tear in the internal portion of the soft cannula that generated a leak causing corrosion on the mechanism rails, pcb, and commutator cap. The corrosion on the commutator cap can be confirmed as the cause of the rotational sensor malfunction and subsequent 0x40 hazard alarm. It could not be conclusively determined if the internal tear and 0x40 hazard alarm contributed to the reported commutation error.

Event description:
It was reported the patient's blood glucose levels rose to greater than 250 mg/dl while wearing the pod. Investigation of the pod found a tear in the cannula. The complaint was originally reported for a communication error with high blood glucose levels.

Manufacturer narrative:
The investigation found a tear in the internal portion of the soft cannula that generated a leak causing corrosion on the mechanism rails, pcb, and commutator cap. The corrosion on the commutator cap can be confirmed as the cause of the rotational sensor malfunction and subsequent 0x40 hazard alarm. It could not be conclusively determined if the internal tear and 0x40 hazard alarm contributed to the reported commutation error. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.